Manufacturer narrative:
(B)(4): evaluation, results: (death, endoleak). (Pre-existing ruptured aortic aneurysm). (Device was used for treatment of a pre-operative ruptured aneurysm). Conclusions: (pre-existing ruptured aortic aneurysm). (Device was used for treatment of a pre-operative ruptured aneurysm).

Event description:
A talent and an aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 10 cm in diameter abdominal aortic aneurysm approximately one month ago. The vessel morphology was reported as the aortic neck was 34 mm in diameter. The patient presented symptomatically with a 10 cm ruptured aneurysm and required resuscitation prior to the evar, as there was no pulse. A reliant balloon was inserted into the aorta to stabilize the patient and control the bleeding. A talent bifurcated stent graft and an aneurx contralateral limb (ref MFR 2953200-2011-01742) were implanted without issues, and the patient's pressure returned to normal. It was reported that the patient expired three days post stent graft implant. While the patient was in the ICU, the blood pressure decreased precipitously. The patient was brought back to the operating room emergently where a type 3 endoleak, secondary to a hole/separation in the fibers was noted from the right limb of the aortic stent graft (noted during angiography). This caused abdominal compartment syndrome, which required a decompressive laparotomy. Towards the end of the procedure the patient lost his blood pressure. Resuscitative measures were not successful and the patient was pronounced dead intraoperatively.